Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent revision surgery due to a broken proximal femoral nail antirotation (pfna-ii) xs nail. The patient was initially implanted with pfna-ii xs on 2009 for a femoral trochanteric fracture. After the primary surgery, a bone union occurred and the affected site healed. In (B)(6) 2019, x-rays were taken and no issues were observed. However, on (B)(6) 2019, x-rays were taken again which found the pfna-ii nail was broken around the distal side with a transverse fracture at the femur. The implants were removed and a trochanteric femoral nailing advanced (tfna) long nail was inserted. The total incision size was 20cm. Procedure and patient outcome are unknown. Concomitant devices reported: unknown pfna-ii blade (part# unknown, lot# unknown, quantity 1) and unknown screws (part# unknown, lot# unknown, quantity unknown) . This report is for one (1) pfna-ii 9 xs 125° l170 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device manufacture date: part 472.100s, lot 2249051: manufacturing site: (B)(4). Release to warehouse date: march 13, 2007. Expiry date: march 01, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Device manufacture date: a product investigation was completed: based on the investigation results, the complaint agrees with the complaint description (broken proximal femoral nail anti-rotation) as claimed by the customer. Thus, the complaint is confirmed. However, from the manufacturing point of view, the relevant features were measured and have fulfilled the specifications, as well as in the manufacturing documentation no issue was identified. Due to the fact that a manufacturing deficiency has been excluded; this complaint is rated as not valid. Hence, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.